Manufacturer narrative:
The unknown biomet 3i screw in and lot number are not known. The broken screw was not returned to the manufacturer. 510k is unknown. Device identification and the broken screw was not provided, should additional information be received, an additional report will be submitted.

Event description:
The doctor reported that the abutment screw fractured inside of the implant (bopt6510) at tooth site #14, at the general dentist's (gd) office. The screw could not be retrieved and the implant was removed.